Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the upper case was cracked, the flex cable for the display and the paper chart recorder were broken.

Event description:
It was reported that the programmer displayed an error after start-up. The programmer was returned for servicing. There was no patient involvement.